Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing with (B)(6) bluetooth device was performed and passed. Share log review showed no data. Bin file analysis: bin log information showed no transmitter error alert found within the investigation window. The customer complaint was not confirmed because there was no indication of a transmitter failed error. The reported event of a failed transmitter error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.